Manufacturer narrative:
The exact date of the onset of the infection was not provided; therefore, the event date was estimated as (B)(6) 2017, as the driveline infection was noted a couple of weeks prior to the pump exchange. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient's lvad was explanted on (B)(6) 2017, due to a driveline infection. In the weeks prior to the pump exchange, the lvad clinicians observed the driveline infection and the patient was started on vancomycin. A device from another manufacturer was implanted.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. The severed portion of the driveline and the outflow graft bend relief were not returned. A correlation between the device and the reported driveline infection could not be conclusively determined. Tissue growth was identified at the proximal inlet tube (reference medwatch MFR report # 2916596-2017-01012). A correlation between the identified deposition and the reported driveline infection could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.